Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had injection glue residue inside of the instrument channel that could not be removed. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction: h8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the forceps channel (at the tip and inside the channel), and it was confirmed that the foreign object was adhesive, but it was not possible to identify the foreign object further. Due to a leak failure in the forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.